Event description:
Pt pulled own dobhoff feeding tube out. End noted to be ballooned with 6 inches missing and still in stomach. Tube had ballooned and ruptured. Pt required egd to retrieve severed end of tube.